Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was medtronic representative reports for the past few months the patient has been seeing a message on their controller that says cannot provide desired intensity settings when using group a. Representative reports, the patient is in a paresthesia setting and is not able to turn the stimulation up. Representative states they have checked all of the settings and impedances on the patient's leads and have done everything they can on her end of it. Representative also reports they have removed adaptivestim. Patient is programmed on electrodes 8, 9, and 10. When use of reference electrode of 0, they are seeing 4050, 4060 and 4090 ohms. With a reference of 8: 9: 810, 10: 790 reference of 9: 8: 810 10: 770 a parameters: 3.4 ma, pw: 350 rate: 150hz patient was overheard stating that sometimes they turn stimulation up to 4 or 5 ma and then all the way to 9 when laying on the floor. Rep is seeing an oor message on the tablet stating not to use lead 1 and also stating stimulation is below intensity. This also happens after increasing pulse width. Rep tried running impedances again with the patient in another position and got the following impedances (measured in ohms): reference of 8 9: 810 10: 910 reference of 9 10 790 8 810 reference of 10 8: 900 9: 790. Technical services (tss) advised rep to try programming around the electrodes or eliminate one to determine which one has impedance issues, if this is the cause. Email sent to rep to obtain session reports and log files.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.